Event description:
As reported, the end of an unknown 5f super torque pigtail marker band (mb) angiographic catheter broke off in the patient. There was no reported patient injury. There was not a torturous anatomy in the patient and the user was a very experienced vascular surgeon who has used super torque for a number of years.there were no anomalies noted when removed from the package. There were no anomalies noted during prep, the device inserted through standard access sheath. The device was used in the patient. The device separated inside the patient and the segment retrieved by being snared out. The procedure was completed by retrieving the broken end of the catheter with a snare and the surgery was completed. The current status of the patient is hospital inpatient. The patient recovered after the incident. The surgeon was able to retrieve all out of the patient and no harm was experienced. Unknown angiographic catheters and insertion of a unknow aortic stent graft were used in the patient .the device is expected to be returned for evaluation. During product analysis, a separated condition was noted to the body/shaft.

Manufacturer narrative:
After further review of additional information received the following sections have been updated b4, g3,g4,g7 g6,h2,h6 corrections to b3, h1,h6 as reported, the end of a 5f super torque pigtail marker band (mb) angiographic catheter broke off in the patient. There were no anomalies noted during removal from the packaging, during prep or when the device was inserted through a standard access sheath. The patient¿s anatomy was not torturous. The user was a very experienced vascular surgeon who has used super torque for a number of years. The device separated inside the patient and the procedure was completed by retrieving the broken end of the catheter with a snare. The status of the patient at the time of the complaint was hospital inpatient. The patient recovered after the incident. Unknown angiographic catheters and insertion of an unknown aortic stent graft were used in the patient. The patient recovered after the incident and there was no reported injury. One non-sterile unit of catheter cath mb 5f pig 110cm 6sh was received for analysis. During visual inspection, a separated condition was noted to the catheter body/shaft. Additionally, ten out of twenty marker bands were offset/out of position. No other anomalies were found along the device during visual inspection. Inner diameter (ID) and outer diameter (od) measurements were taken near the damages and were found within specification. The longitude of the catheter could not be measured due the separated condition as received. Functional analysis could not be performed due to the separated condition in which the catheter was received. Sem analysis results of the separated area presented evidence of elongations on the body/shaft material of the unit. No other anomalies were observed during sem analysis. A product history record (phr) review could not be performed because the lot number for this product is unknown. The event reported by the customer as ¿catheter (body/shaft) ¿ separated - in-patient¿ was confirmed since a separated condition was found on the body/shaft. The elongations found on the body/shaft material of the unit are commonly associated with separations caused by material tensile overload. Therefore, it is assumed that the body/shaft material was induced to a tensile force that exceeded the body/shaft material yield strength prior to the separation. Procedural/handling factors such as entrapment of the catheter between other endovascular devices and the vessel wall may have contributed to this issue. Although not intended as a mitigation of risk, information for safety is provided in the products labeling with the intent to make the user aware of the risks. According to the instructions for use (IFU), ¿manipulation of the catheter under excessive friction due to interaction with other devices or while trapped in the vasculature, can lead to stretching or elongation of the catheter. Stretching or elongation of the catheter during endovascular procedures could result in the marker bands moving along the catheter. In extreme cases, marker bands may come off the catheter and dislodge into the vascular system. Avoid entrapment of the catheter between other endovascular devices and the vessel wall.¿ without a lot number to conduct a phr review and based on the results of the product analysis, there are no indications that the reported complaint is related to the manufacturing process. Therefore, no corrective or preventive actions will be taken at this time.

Manufacturer narrative:
This device is available for analysis but has not yet been received. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, the end of an unknown 5f super torque pigtail marker band (mb) angiographic catheter broke off in the patient. There was no reported patient injury. There was not a torturous anatomy in the patient and the user was a very experienced vascular surgeon who has used super torque for a number of years.there were no anomalies noted when removed from the package. There were no anomalies noted during prep, the device inserted through standard access sheath. The device was used in the patient.the device separated inside the patient and the segment retrieved by being snare out. The procedure was completed by retrieving the broken end of the catheter with a snare and the surgery was completed. The current status of the patient is hospital inpatient. Unknown angiographic catheters and insertion of a unknow aortic stent graft were used in the patient .the device is expected to be returned for evaluation.

Manufacturer narrative:
The end of an unknown 5f super torque pigtail marker band (mb) angiographic catheter broke off in the patient. There was not a torturous anatomy in the patient and the user was a very experienced vascular surgeon who has used super torque for a number of years. There were no anomalies noted when removed from the package. There were no anomalies noted during prep, the device inserted through standard access sheath. The device was used in the patient. The device separated inside the patient and the segment retrieved by being snare out. The procedure was completed by retrieving the broken end of the catheter with a snare and the surgery was completed. The current status of the patient is hospital inpatient. Unknown angiographic catheters and insertion of a unknown aortic stent graft were used in the patient. There was no reported patient injury. One non-sterile catheter cath mb 5f pig 110cm 6sh was received for analysis. Per the visual analysis inspection, a separated condition was found in the catheter body/shaft. Per microscopical analysis per scanning electron microscopy, results showed the separated area of the body/shaft of the cath mb 5f pig 110 cm 6sh unit presented evidence of elongations on the body/shaft material of the unit. The elongations found on the body/shaft material of the unit are commonly associated with separations caused by material tensile overload. Therefore, it is assumed that the body/shaft material was induced to a tensile force that exceeded the body/shaft material yield strength prior to the separation. No other anomalies were observed. No lot number was provided therefore a product history record (phr) review could not be generated. The reported event by the customer as ¿brite tip/distal tip ¿ separated - in-patient¿ was not confirmed since the separated condition was found on the body/shaft not on the brite tip or distal tip. The elongations found on the body/shaft material of the unit are commonly associated with separations caused by material tensile overload. Therefore, it is assumed that the body/shaft material was induced to a tensile force that exceeded the body/shaft material yield strength prior to the separation. Procedural and or handling factors such as the user¿s interaction with the device may have led to the reported event, for instance, strong pulling of the device. As reported by the ed an evar procedure may cause the jailing of the device behind the stent graft which is likely to cause the end user to apply a stronger force. This is evident by the tensile forces noted on the product analysis. Per the instructions for use (IFU), which is not intended as a mitigation of risk, ¿store in a cool, dark, dry place. Do not use open or damaged packages. Do not use the catheter if the ¿use by¿ date on the package label has expired. Do not resterilize. Exposure to temperatures above 54°c (130°f) may damage the catheter. To prevent damage to the catheter tip during removal from the package, grasp the hub and gently withdraw the catheter. To prevent kinking of 5f and smaller angiographic catheters, ensure that: the pigtail catheter is not straightened by hand, but only with a diagnostic guidewire or, if applicable, with a tip straightener. A guidewire is used when introducing the catheter through the csi and into the left ventricle. Treat all 4f catheters and smaller french sizes with ultimate care. The performance of these products may be impaired if not properly and cautiously handled during unpacking and preparation. For all catheters: keep the catheter filled with either flushing solution or contrast medium while the catheter is in the vascular system and consider the use of systemic heparinization. Exercise care when removing guidewires from multiple-curve catheters. Complications procedures requiring percutaneous catheter.¿ without a lot number to conduct a phr review and based on the results of the product analysis, there are no indications that the reported complaint is related to the manufacturing process. Therefore, no corrective or preventive actions will be taken.

Manufacturer narrative:
As reported, the end of a 5f super torque pigtail marker band (mb) angiographic catheter broke off in the patient. There were no anomalies noted during removal from the packaging, during prep or when the device was inserted through a standard access sheath. The marker bands were not noted to be offset/out of position prior to surgery. The patient¿s anatomy was not torturous. The user was a very experienced vascular surgeon who has used super torque for a number of years. The device separated inside the patient and the procedure was completed by retrieving the broken end of the catheter with a snare. The status of the patient at the time of the complaint was hospital inpatient. The patient recovered after the incident. Unknown angiographic catheters and insertion of an unknown aortic stent graft were used in the patient. The patient recovered after the incident and there was no reported injury. One non-sterile unit of catheter cath mb 5f pig 110cm 6sh was received for analysis. During visual inspection, a separated condition was noted to the catheter body/shaft. Additionally, ten out of twenty marker bands were offset/out of position. No other anomalies were found along the device during visual inspection. Inner diameter (ID) and outer diameter (od) measurements were taken near the damages and were found within specification. The longitude of the catheter could not be measured due the separated condition as received. Functional analysis could not be performed due to the separated condition in which the catheter was received. Sem analysis results of the separated area presented evidence of elongations on the body/shaft material of the unit. No other anomalies were observed during sem analysis. A product history record (phr) review could not be performed because the lot number for this product is unknown. The event reported by the customer as ¿catheter (body/shaft) ¿ separated - in-patient¿ was confirmed since a separated condition was found on the body/shaft. The elongations found on the body/shaft material of the unit are commonly associated with separations caused by material tensile overload. Therefore, it is assumed that the body/shaft material was induced to a tensile force that exceeded the body/shaft material yield strength prior to the separation. Procedural/handling factors such as entrapment of the catheter between other endovascular devices and the vessel wall may have contributed to this issue. Although not intended as a mitigation of risk, information for safety is provided in the products labeling with the intent to make the user aware of the risks. According to the instructions for use (IFU), ¿manipulation of the catheter under excessive friction due to interaction with other devices or while trapped in the vasculature, can lead to stretching or elongation of the catheter. Stretching or elongation of the catheter during endovascular procedures could result in the marker bands moving along the catheter. In extreme cases, marker bands may come off the catheter and dislodge into the vascular system. Avoid entrapment of the catheter between other endovascular devices and the vessel wall.¿ without a lot number to conduct a phr review and based on the results of the product analysis, there are no indications that the reported complaint is related to the manufacturing process. Therefore, no corrective or preventive actions will be taken at this time.

Event description:
As reported, the end of an unknown 5f super torque pigtail marker band (mb) angiographic catheter broke off in the patient. There was no reported patient injury. There was not a torturous anatomy in the patient and the user was a very experienced vascular surgeon who has used super torque for a number of years. There were no anomalies noted when removed from the package. There were no anomalies noted during prep, the device inserted through standard access sheath. Marker bands offset out of position was not noted prior to surgery. The device was used in the patient. The device separated inside the patient and the segment retrieved by being snared out. The procedure was completed by retrieving the broken end of the catheter with a snare and the surgery was completed. The current status of the patient is hospital inpatient. The patient recovered after the incident. The surgeon was able to retrieve all out of the patient and no harm was experienced. Unknown angiographic catheters and insertion of a unknown aortic stent graft were used in the patient .the device is expected to be returned for evaluation. During product analysis, a separated condition was noted to the body/shaft.